Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach in the right femoral artery. The chronic totally occluded target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. After a non-bsc guidewire crossed the lesion, a coyote balloon catheter was used for pre-dilatation. Intravascular ultrasound was performed and a 5.0mmx60mmx135cm sterling balloon catheter was selected for additional dilatation. However, during inflation at a specified pressure, the balloon ruptured. The procedure was completed after the three non-bsc stents were implanted and post-dilated with a non-bsc balloon catheter. There were no patient complications nor injuries reported.